Manufacturer narrative:
It was reported that a log file review was performed and the initial review indicated there may be an issue with user error or alarm fatigue. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed to trigger an alarm as the ICU patient's blood pressure started to decline. The reported issue occurred during continual monitoring. The patient's hypotension went unnoticed for a period of time and the patient lost consciousness.

Manufacturer narrative:
Philips product support engineering reviewed the audit logs, revealing the alarm for low blood pressure did occur and was audibly announced but was acknowledged from the bedside monitor at 11:51:43. The logs show that the last value was for an abp of 26. Up until this time, the alarm condition of low abp was still present but was not audibly announced because of the previous acknowledgement at 11:51:45. It remained unclear what ended the alarm condition at 12:03:41 as the x3 monitor was used in companion mode with an mx800 so the mx800 alarm settings were used; however, the mx800 configuration was not available for review. Based on this information, it appears there was no malfunction which caused or contributed to the reported continued hypotension; however, as the alarm was acknowledged by a user, alarm management or clinical workflow may have been factors. Based on the information available, the cause of the reported problem was the alarm was acknowledged by a user. The reported allegation of a failure to alarm was not confirmed. The device was confirmed to be operating as expected and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.